Event description:
It was reported that the patient was experiencing discomfort at the ipg site. The patient underwent an ipg explant procedure and was doing well postoperatively. No device malfunction was suspected. The explanted device will not be returned as it was kept by the medical facility.